Manufacturer narrative:
Bayer service visited the customer site and performed a system checkout. The injector was found to perform to specifications. The disposables in the reported occurred were discarded and lot numbers are unavailable; therefore, the testing of retained samples is not possible. An offer for additional applications training was made and declined by the customer at this time.

Event description:
The site reported the following: a (B)(6)-year-old female emergency room patient suffered an air injection while undergoing a pulmonary embolism CT exam with contrast media using a stellant injector. The amount of air is unknown; however, air was visualized on the images by the technologist who notified the radiologist. The patient was admitted to the hospital and a chest CT without contrast was performed 12 hours post occurrence, which showed the air had dissipated. No further intervention was reported.